Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a radical gastrectomy for gastric cancer, after fired, found the staples malformed with irregular shape. Another like product was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n54896. Device evaluation: the analysis results found that the tcr75 reload was received with no apparent damage, fully fired. In addition with (B)(4) present. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.